Event description:
A caller reported a ¿scan again in 10 minutes¿ error message after 9 days of wear, with the adc freestyle libre sensor. As a result, the customer's sensor scans were unable to be obtained, and the customer experienced symptoms of dizziness, seizure, and a loss of consciousness. However, the caller indicated the customer was able to self-treat (unspecified). There was no report of any third-party medical treatment for the reported issue. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.